Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use of a bd safetyglide¿ needle, an operator while packing faslodex batch nw193 found a rogue safety glide needle. The needle was contained in its protective blister and had a blue cap, indicating it was a 25 gauge needle. The packaging showed the need should have been 21 gauge, (green cap).there was no report of injury or medical intervention reported.

Manufacturer narrative:
21 g x1 ½¿ safetyglide needles are manufactured at one bd location (B)(6) and packaged at a different bd location (B)(6). A thorough investigation was conducted at both locations. Two sealed packaged safetyglide needles were received for investigation and they were confirmed to be from batch #6357991 (305917). Upon examination, the packages¿ top web had a green stripe with a label that indicated product to be 21g x1-1/2" on both packages. One of the needle hubs however was blue, which means it was a 23ga cannula. The second needle hub was green ¿ correct for 21ga cannula. (B)(4). Device history record review was performed and showed no rejected inspections or quality issues during the production of the provided batch potential root cause scenarios: the mixed product most likely occurred at the bd columbus since none of the batches immediately around the complaint batch used the mixed product material ¿ 23ga needle. The packaging machine was evaluated for any potential mixed product issues and no issues related to poor line clearance were identified. Based on the investigation and the information that we know today, we can conclude that it is highly unlikely for the mix up to have occurred at the canaan plant. The component that was mixed was not used in production immediately before nor after the complaint batch with significant time having elapsed from the time it was last used and several batches of different materials were packaged on the machine during that time with no customer complaints received for mixed product issues. It is therefore more likely that the incorrect needle arrived already mixed within the batch of needles from the supplier. Bd columbus complaint record was forwarded to bd site - columbus to further investigate the reported issue. No notifications were written for the needle assembly batches used in this batch. Device history review was also conducted for all needle assembly batches and no issues were found. Safetyglide product has iso colored hubs, which means 23 gauge needles have blue hubs, not 25 gauge as mentioned in the complaint. Investigation results: one photo was attached. It shows a 23 x 1¿ safetyglide needle in a safetyglide 21 x 1 ½¿ blister. Possible root cause: operator error: inadequate line clearance at product changeover. No CAPA required based on conclusions made for this complaint.